Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.